Event description:
Information received regarding the explanted device notes that although the device was programmed to 50 ppm, the patient's heart rate was 42 bpm. There were no consequences to the patient after the event.